Event description:
Pt was implanted with a prodisc-c at c5-c6. The surgeon indicated that the positioning and functionality of the implant was perfect. Subsequently the pt developed an allergic reaction. Through testing, a cause for the reaction could not be determined. Pt was unhappy and the prodisc-c was removed and replaced with a peek spacer and dissolvable plate from a competitor.

Manufacturer narrative:
Additional information has been requested. Investigation is on-going, no conclusion can be drawn.